Event description:
It was reported to medtronic neurosurgery that the physician believed the patient's valve was stuck open. The valve was explanted and replaced. According to the report, the patient is doing well following revision of the device.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture